Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had partial display. The customer¿s blood glucose level was 10 mmol/l. Customer stated that pump was on sleep mode and when he turns on he has a solid white grainy screen. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. No grainy white screen anomalies or display anomalies noted during testing. (B)(4).